Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a detached sensor wire which occurred 3 days after the sensor had been inserted in the arm. The sensor failed, and upon removal, the sensor wire remained in the patient¿s skin. The patient attempted to remove the sensor but the overpatch was stuck, so he pulled the device off and felt pain. On (B)(6) 2026, patient noticed a lump under the skin approximately the size of a quarter inch. The patient did not take any medication and went to urgent care. The physician noted pus at the insertion site and ordered an x-ray, which confirmed that the sensor wire remained in the skin. The site was anesthetized with a novocaine injection, and a 2 cm incision was made to drain the pus. The wire was successfully removed, and the wound was closed with six stitches. The patient stayed at the urgent care for approximately 30¿45 minutes. He was prescribed an oral antibiotic doxycycline 100 mg twice daily for 7 days, to be taken with meals. No additional injury was reported. No other details were documented. At the time of the report, the patient reported feeling well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.